Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that chest x-ray was obtained after code event. Endotracheal tube not in place. Rts told by md to advance the tube 3 cm. Patient end tidal was lost, and no chest rise seen while bagging. Patient was extubated and reintubated. Patient received chest compressions for 1 minute. After pulling the tube, it was noticed a very overly inflated cuff with a flat pilot balloon.